Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure and consists of 3 irregular fragments') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholecystectomy and cesarean section. Concurrent conditions included vaginal irritation, vaginal itching, vaginal burning sensation, spotting vaginal, vaginitis, nabothian cyst, left lower quadrant pain, bacterial vaginosis, vaginal odor, endometriosis, groin pain, uterus enlarged and pap smear abnormal. Concomitant products included clindamycin phosphate (clindesse), fluconazole (diflucan), gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (mycolog), naproxen and naproxen sodium (anaprox d.s.). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (d&c and laparoscopy, bilateral salpingectomy, bilateral corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: blocked tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- genital haemorrhage, pelvic pain no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure and consists of 3 irregular fragments') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholecystectomy and cesarean section. Concurrent conditions included vaginal irritation, vaginal itching, vaginal burning sensation, spotting vaginal, vaginitis, nabothian cyst, left lower quadrant pain, bacterial vaginosis, vaginal odor, endometriosis, groin pain, uterus enlarged and pap smear abnormal. Concomitant products included clindamycin phosphate (clindesse), fluconazole (diflucan), gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (mycolog), naproxen and naproxen sodium (anaprox ds). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (d&c and laparoscopy, bilateral salpingectomy, bilateral corneal resection, removal of essure.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: blocked tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- genital haemorrhage, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.